Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the low-voltage pacing lead exhibited a "lead break" and was partially explanted and repaired. No patient complications have been reported as a result of this event.